Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2022 with blood glucose of 600 mg/dl. Symptoms customer reported at the time of hospitalization event were nausea, vomiting, aches, unable to breath well. The customer was treated with insulin infusion intra venous drip for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was not using auto mode at the time of incident. The customer was assisted with troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Unable to confirm battery cap contact damage due to pump received without the original battery cap. A test battery cap locks securely into place and the pump powered up properly. Pump was received with a serial number label damaged and fading. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08715 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of (B)(6) 2022, there was no unexpected alarms/suspends and found bolus wizard delivery of dailytotalofbolusinsulindelivered: (5.1 u). (B)(6) 2022 23:43:41.000 normalbolusdelivered (220) normalbolusamountprogrammed: 51000 (5.1 u) bolusamountdelivered: 51000 (5.1 u) the pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during the testing. No unexpected power error 25, low battery life or low battery alert, power loss alarm and replace battery alert/replace battery now alarm recorded in the formatted history file for the event date. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. However, corrosion was found on the battery tube assembly noted. Force sensor zero offset within specification (23.0 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a missing display window/cover, a stained keypad overlay, a pillowing keypad overlay, a cracked battery tube threads, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. Unable to confirm battery cap contact damage due to pump received without the original battery cap. Cosmetic damage was confirmed at the back label. The pump passed all the required testing. Unable to verify customer alleged for high bgs and dka. The force sensor is within specification and the motor functioning properly. Customer alleged for possible under delivery was not confirmed. Low battery life or low battery alert was not confirmed. However, during visual inspection, corrosion was found on the battery tube assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.